Manufacturer narrative:
The device associated with this complaint was not returned for evaluation.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to breakage of the implant.

Manufacturer narrative:
(B)(4).